Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was partially fired. The clamping mechanism was deformed. The anvil of the reload was bowed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic distal pancreatectomy procedure. There was a problem loading the device. The two reloads were loaded and then tried to fire with the manual stapling handle. The reload could not be loaded. A new reload and a new manual stapling handle were used for firing. Current status of the patient: stable.